Event description:
It was reported that a malfunction alarm occurred with the pump displaying malf 9. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support provided information to reset the pump, assisted the caller in performing the reset, and instructed them to continue using the pump while advising to call back if the issue recurs. The caller acknowledged and understood the resolution.